Event description:
Used multiple skin staplers, four would not fire of the same lot. Resulted in delay. Manufacturer response for staple, removable (skin), appose ulc (per site reporter). Emailed on 12/4, no response as of 12/10.